Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said that had lead revision/replacement in 2016 as the doctor that they went to for that surgery didn't do it right and so went back to hcp in CT and had lead revision/replacement. Patient said that hcp couldn't get all of the old wires out to scar tissue and where it was, determined to be too risky. Patient said was referred to spine surgeon in ny at mount sinai hospital. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: v292726, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt stated in september the doctor did a manufacturer ins evaluation and during the procedure the doctor tried to remove their old 3058 wire. Pt said they were in surgery for 2.5 hours but the doctor could only get half the wire and pt woke up in terrible pain. Pt said, they were in terrible pain for the next month and could not tell if it worked to help their symptoms or not because of the pain from the doctor digging so far (to try to remove the lead) which somehow that annoyed the patient's sacral nerve 5. Pt said they were in agony and they were on percocet so could not tell if their symptoms improved or not. Pt said then then, they went in to put in the MRI compatible, permanent one and when they woke out of anesthesia they were in terrible pain, they felt like they had a railroad spike up their rectum. Pt said, they could not regulate pt's blood pressure. Pt said they were there for 14 hours because of the pain. Pt said they could not sit down for month without a donut. Pt said they were given 3 different settings, but nothing worked. Pt said this has not done anything except make their life totally upside down. Pt said the pain was gone by mid-october but pt is now totally incontinent it does nothing for their anal sphincter muscle they have 3-4 bowel movements per day. Redirected pt to speak with their doctor. The patient was redirected to their healthcare provider to further address the issue.